Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio 2 meter read inaccurately high compared to two other devices. The complaint was classified based on the customer care advocate (cca) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the alleged inaccuracy occurred on an unspecified date 2 months prior to the alert date of (B)(6) 2016. At this time the patient obtained a blood glucose reading of 389mg/dl on the subject meter and readings of 250 and 260mg/dl on onetouch ultra and contour meters respectively within 30 minutes of one another. The patient informed the cca that they manage their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that on an unspecified date about 2 months ago they had increased their dosage of medication and took an additional 30 units of novalog insulin her day. An unspecified period of time after this the patient developed the symptom of shivering, but denied requiring any form of treatment as a result of this symptom. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient's products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient's meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.